Manufacturer narrative:
Citation: al nooryani a, taha r, sianos g, khashaba a, baradie b, abdelrahman n. Multimodality imaging for facilitating percutaneous coronary intervention of a calcified nodule post redo tavr. Jacc case rep. 2025;30(16):104013. Doi:10.1016/j.jaccas.2025.104013 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who required diagnostic imaging to facilitate percutaneous coronary intervention (pci) following redo transcatheter aortic valve replacement (tavr) with a medtronic evolut pro valve and recent left main coronary artery stenting. The authors recounted that the patient presented with non-st-segment elevation myocardial infarction with minimal chest pain (workup found elevated troponins) and subsequently underwent a multimodality imaging evaluation that identified a calcified nodule at the left main coronary ostia, which likely represented ¿an extension of aortic root calcification.¿ ultimately, pci with stent implantation was performed and successfully treated the ostial stricture. The patient was discharged on prophylactic medication and remained asymptomatic over a three-month follow-up period.